Event description:
It was reported that the t:slim x2 pump battery was not charging with non-tandem charging supplies. There was no adverse impact to the customer¿s blood glucose level. After the customer left the pump plugged into a working outlet for at least 30 minutes, the pump began charging successfully, and no further assistance was required.